Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted due to a scratch on the lens. Through follow up, we learned that the patient was experiencing halos prior to the explant. The iol was replaced with a lens of the same model and diopter (diu700, +20.0, sn (B)(6)). No further details were provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 27-may-2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: photographs provided by the customer were evaluated. The photographs showed an eye implanted with the suspect lens. A scratch was observed across the optic of the lens. The lens was received in a replacement daisy wheel inside a sealed pouch. Visual inspection revealed that the lens was coated in viscoelastic residue. The lens was cleaned and inspected, and no issues were identified. The complaint issue "cosmetic issues" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. The reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.